Event description:
Event description cpi received information that this implantable pulse generator(ipg) was exhibiting the elective replacement past (erp) indicator after being exposed to cold temperatures. The erp indicator could not be cleared even after 'warming the ipg'.